Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 07:43 am CT.t he report number is being corrected from: 3006630150-2018-62339to: 3006630150-2018-61231.

Event description:
A report was received that patients ipg was not charging properly and not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patients ipg was not charging properly and not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.